Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." D.4. Medical device expiration date: unknown . E.4. The initial reporter also notified the FDA on (B)(6) 2023. Medwatch report # 2300380000-2023-8043. H.4. Device manufacture date: unknown h3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set had needle stick injuries and are finding issues with the safety shield. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that multiple team members have needle stick injuries and are finding issues with the safety shield.